Event description:
It was reported "this peg tube was recently placed and when we placed it the bumper was too loose on the tubing. It just slid down the tubing and did not fit snuggly. After investigating and opening a new kit we discovered the peg tube tubing was much smaller in this kit than the other kits. It appears the wrong size tubing was in this kit. We opened a 20f g tube kit and took the bumper, and it fit the tubing well. We believe the tubing size may have been 20f not 24f."additional information was received on (B)(6) 2026 from medwatch/ FDA user facility report mw report mw5189327 and mw5189328 stated the following:patient had a planned egd with peg tube placement on (B)(6) 2026. During the peg tube placement, it was discovered that the peg tube kit being used had the wrong peg tube size in the kit creating a problem with the bumper in the kit not fitting properly. The bumper slid down the tubing and did not fit snuggly. Kit had 24 fr listed on the packaging, but the tube inside the kit was assumed not to be the listed size. A new kit was opened and discovered the peg tube tubing was much smaller in this kit than other kits. A 20 fr was opened, and the bumper was used from that kit as it fit well. No patient harm.

Manufacturer narrative:
The sample is reportedly available for this complaint but was not returned when this report was filed.a review of the device history record is in-progress.all information reasonably known as of (B)(6) 2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc.avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint comp-(B)(4).this information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.